Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("miscarriage") in a female patient who had essure (ess205) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". In 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abortion spontaneous (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2008, she underwent a partial hysterectomy.). At the time of the report, the abortion spontaneous and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.